Event description:
It was reported during a heller myotomy the seals leaked on three trocars, with instruments in them and out of them. The case was completed with the trocars. Two sleeves and 4 spikes are being returned. It is not known which of the spikes was from a trocar that did not leak. There was no consequence to the pt.